Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: reported problem ¿ (B)(6) reported harmonic vibration during cuts observation ¿ unable to reproduce the issue. Action taken ¿ j3 and j5 cable tensions adjusted in order to bring closer to optimal spec. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob325 was inspected on (B)(6) 2015 and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob325 shows 1 additional complaints related to the failure in this investigation. The related complaints are: conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported humming and arm stiffness. Mps reported harmonic vibrations. Surgeons are reporting stiff arm.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was not confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: reported problem mps (B)(6) reported harmonic vibration during cuts observation, unable to reproduce the issue. Action taken j3 and j5 cable tensions adjusted in order to bring closer to optimal spec. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(4) was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(4) shows 1 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported humming and arm stiffness. Mps reported harmonic vibrations. Surgeons are reporting stiff arm.